Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Provocative testing was performed but noise could not be reproduced. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.